Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been having a lot of low blood glucose readings. Customer has not worn the sensor in a while. Customer stated that 2 days ago her blood glucose hung around 50 mg/dl. Customer stated that it would be around 70 mg/dl and then back down. Customer stated that her blood glucose was 161 mg/dl. Customer reported having a low blood glucose reading of 40 mg/dl. Customer treated with a meal. Customer stated that she has been experiencing low blood glucose for 1 day. Troubleshooting was performed and the customer was advised to speak with their health care professional regarding the low blood glucose. Customer was advised to monitor the pump.